Event description:
It was reported that the programmer would not turn on. The programmer was returned for service. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - programmer will not power up; power supply found out of electrical specification. Left display hasp is broken. (B)(4) - rf (radio frequency) head uplink functional tests are out of specification; rf head cable found out of electrical specification. Rf head has corrosion in the lower case. Rf head label found delaminated.